Manufacturer narrative:
The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. A definitive root cause is unable to be determined.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete. H3 other text : device remains implanted.

Event description:
Edwards received notification of a 52mm evoque valve in optimal position with zero final tr. On post-op day 3, the patient became bradycardic with atrial fibrillation and heart rate (hr) around 30-35bpm. A decision was made to implant a permanent pacemaker with lead in the coronary sinus. No additional information regarding patient discharge was provided.